Manufacturer narrative:
Receipt inspection: a review of suspect lot# 3335771 showed (B)(4) units were manufactured, tested, inspected and released in december 2016 citing no exception documents. Functional testing: the 011-46114-26 device was primed with water at gravity pressure (1.5psig) and then leak tested at 9 psig. Water leaked from the 1-way stopcock/female luer bond immediately. Final qe analysis summary: the reported product problem for leakage at the 1-way stopcock/female luer at the safeset syringe was confirmed. This was due to the female luer was not bonded all the way onto the 1-way stopcock and thus creating a channel leak. The complaint investigation has been communicated to the manufacturing plant for their review and heightened awareness. ICU medical will monitor and trend.

Event description:
Complaint received regarding one 011-46114-26, report states: blood leaking from safeset syringe around the white one way tap (stopcock). No adverse patient consequences reported.

Event description:
Complaint received regarding one 011-46114-26, report states: blood leaking from safeset syringe around the white one way tap (stopcock). No adverse patient consequences reported.